Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) was in the initial drain but not connected to the drain line; the hp wanted to continue using the same supplies (which is a use error). The technical service representative (tsr) advised the hp that therapy was started when the I-drain was initiated and since they were not connected it was cause for them to set up again with new supplies. The hp insisted they wanted to use the same supplies and that all they needed to do was connect up the drain bag. The hp then stated they would call their nurse and hung up. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(4) 2013 regarding the use error-reuse of single use product. The pdn stated she spoke with the home patient (hp) and he stated that he did not call baxter. The pdn stated the hp is not the one that sets up his supplies and that the nurse that sets up his supplies no longer does that for the hp. No further information was available. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4). If additional relevant information is received, a follow-up will be submitted.